Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving an error message on the adc freestyle libre sensor and as a result, was unable to obtain sensor scans. The customer had contact with a healthcare provider who diagnosed the customer with hypoglycemia and administered unspecified treatment. A blood glucose result of 117 mg/dl was obtained on the hcp meter and no further information was reported. There was no report of death or permanent impairment associated with this event.